Manufacturer narrative:
(B)(4).the reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and a shorted hv transistor was noted. The transistor damage was caused by hv delivery into a low impedance load.

Event description:
It was reported that patient presented in clinic with alerts for possible high voltage circuit damage and possible high voltage lead issue. Patient was in atrial fibrillation with rapid ventricular response and did not receive hv therapy. Low, out of range, high voltage impedance measurements were noted on the lead. The system was explanted and replaced.